Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. The patient described the area as a stinging, red irritation. There was no alleged device malfunction contributing to the irritation. The patient had an MRI and hospital staff removed the patch quickly and not gently causing irritation. The outcome of the irritation is unknown.